Manufacturer narrative:
Section a2, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6a - implant date: not applicable. The intralase fs2 is not an implantable device. Section d6b - explant date: not applicable. The intralase fs2 is not an implantable device; therefore, not explanted. Section e1 - telephone number: (B)(6). Device evaluation: the field service engineer (fse) went on site to evaluate the system. A gel check was performed. The system is performing to specification. Manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the flap was not cut correctly during lasik surgery and that the flap could not be folded down. Through follow ups we learned that after the operation was stopped, the patient was fitted with a bandage lens. A corneal optical coherence tomography (oct) was performed the following day. No further measures have been taken to date. No further details were provided.